Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent.

Manufacturer narrative:
The field service engineer found the collimator on the table in a secured position when arriving in the room. Further investigation showed that the locking pin didn't click into place and the safety bolt was not reinstalled correctly after an x-ray tube exchange one day before. The field service engineer installed the collimator according to installation documentation. Device is now within manufacturer¿s specification. Internal ref.#: (B)(4).

Event description:
The digitaldiagnost has been used to do a wallstand chest exam. For chest examinations the x-ray beam is in horizontal position; means the collimator is sidewise from the x-ray tube.the customer complained the collimator dropped down when a patient bumped against it. Nobody was injured.